Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that due to a crack found in a bd connecta¿ stopcock, blood leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however sample has been leak tested showing no problems. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.